Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted during testing. Insulin pump was programmed with test guardian 3 link and a test plug. Insulin pump was able to locate and connect to sensor. The insulin pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen turned white. The customer's blood glucose value was unknown. Customer stated she had tried different sensor and still having sensor issues. The customer did not want to troubleshoot but wanted the insulin pump to get replaced. The insulin pump will be returned for analysis.